Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic low anterior resection, on transection of the distal rectum, the first reload had staple malformation and could fire only the first stroke then it was obstructed in the middle. The staple line was incomplete proximally. The surgeon fixed the problem with a new stapler. On the second reload, there was staple malformation and they could fire only the first and second strokes and was obstructed in the middle again. The staple line was incomplete proximally. They used a new handle and reload to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Photographic inspection noted that two handles were present, although o ne could be seen much more clearly in the image. The handle that could be clearly seen had retracted firing knobs. Visual inspection of the returned products noted that the firing knobs were retracted and the articulation lever was in neutral position. The instruments were loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, on transection of the distal rectum, the first reload had staple malformation and could fire only the first stroke then it was obstructed in the middle. The staple line was incomplete proximally. The surgeon fixed the problem with a new stapler. On the second reload, there was staple malformation and they could fire only the first and second strokes and was obstructed in the middle again. The staple line was incomplete proximally. They used a new handle and reload to complete the case. There was no patient injury. Pli 40 medtronic's initial evaluation of the incident device found the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed and the anvil was bowed.